Manufacturer narrative:
Incident was identified during a review of the customer's files.(B)(4).

Event description:
During the review of wadiana logs received from the customer as part of (B)(4) product notification review of previously reported results on the ortho provue analyzer, the following incident was identified. This incident was related to failure to dispense plasma following a cancelled microtube per (B)(4) cancelled microtubes using software version 3.1 on the ortho provue analyzer. The event was related to the crossmatch-is test. Event occurred on (B)(6) 2010 at 14:19 to batch 8191. Provue failed to deliver patient plasma into the microwell # 5 to the mts buffered gel card (barcode # (B)(4)) for the is crossmatch to sample (B)(4) (position #3 on the carousel) to donor (B)(4). Provue had resulted the test with a negative result.